Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the ins battery depleted and it would not take a charge, since a couple of months prior to the report. The patient was directed to their healthcare professional to have the ins battery checked. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause was due to battery being at end-of-service. Patient's ins was replaced on (B)(6)2018. Issue has been resolved.